Manufacturer narrative:
H.6 investigation summary the is a first complaint on batch number 9058871,9036717,9022583 of the material code 307754,307749 the complaint history for the lot# 9058871,9036717,9022583 was reviewed and till date no complaint had been registered against the above lot for the defect- damage component (plunger broken). DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 9058871,9036717,9022583. Customer return photograph shows the evidence of presence of damage component (plunger broken) on emerald syringe. The team reviewed the process controls of lot# 9058871,9036717,9022583 for primary & secondary packaging process. All process controls are in place and in working condition. Also, in process inspection and quality check, no broken plunger samples had been found. There are chances that during the primary packaging process plunger might got broke and get packed if in unit pack if the cutter air pressure is increased. The team has decided to put a control on the machine in the form of pressure sensor. This sensor will stop the machine if the air pressure is increased beyond 2.8 bar. With cutter air pressure = 2.8bar, if the part of the product comes in between the unit pack, the unit pack will not get separated and form as a continuous strip and will get rejected. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time h3 other text : see h.10

Event description:
It was reported that the emerald syringe 3ml 24x1 an experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: customer using bd emerald syringes since many years, they found defective product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the emerald syringe 3ml 24x1 an experienced a broken/damaged plunger rod which was noted prior to use. The following information was provided by the initial reporter: customer using bd emerald syringes since many years, they found defective product.